Manufacturer narrative:
Of the one reported event, the lot number was provided and a lot history review was performed. The device was returned for evaluation. A visual inspection found a burst in the catheter shaft. No signs of rupture were noted to the balloon. Therefore, the investigation confirmed for a burst shaft. The investigation is inconclusive for the reported deflation issue and retraction issue as the device was unable to be fully functional tested due to the burst. A definitive root cause could not be determined. The device is labeled for single use. (B)(4) .

Event description:
This report summarizes one malfunction event. A review of the events indicated that model cq7594 allegedly had deflation issues, retraction issues, and material rupture. This report was received from one source. The device was used inside the fifty-seven year-old male patient, of 78 kgs. There was no reported patient injury.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model cq7594 allegedly had deflation issues, retraction issues, and material rupture. This report was received from one source. The device was used inside the (B)(6) old male patient, of (B)(6) kgs. There was no reported patient injury.